Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had high insufflation pressure, an error appeared and the device could not be used. The issue occurred during set up. There were no reports of patient harm.

Event description:
Additionally, the customer reported that the overpressure occurred during laparoscopic hernia surgery. Warnings for overpressure and tube blockage were present. The procedure was completed after replacing the pneumoperitoneum device.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customers¿ allegation was not reproduced. In addition, the investigation found: error log review: overpressure was recorded due to pressure value oscillations (eight m-shaped oscillations within 20 seconds) despite minimal gas delivery. Based on the results of the investigation, the root cause of the reported issue could not be identified/determined. Olympus will continue to monitor field performance for this device.